Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After insertion of the steerable guide catheter (sgc), thrombus was observed in the right atrium. The sgc was continued to be advanced, and the mitraclip delivery system was inserted. The activated clotting time was 300 seconds; additional medication was given. Aspiration was performed, successfully removing thrombus. The rest of the procedure was uneventful, one clip was implanted reducing mr to 1. The patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis/thrombus as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures based on the information available, a definitive cause for the reported patient effect of thrombosis/thrombus could not be determined in this case. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.